Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of no image was not confirmed. Based on the results of the investigation, the presumable and definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center exhibited no image when a camera head was plugged in. The issue occurred during preparation for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.